Event description:
Subsequent, to the initial MDR. Additional information was provided on 05/10/2024. Upon further review, it was determined, that the patient allegation does not meet the criteria of a reportable event. Follow up contact was made with the patient's parent. The patient's parent clarified event details. The parent stated, that the sensor had failed on (B)(6) 2024. The parent was aware of the sensor failure and was using a glucometer to monitor the patient's blood glucose level at home. On (B)(6) 2024, the patient had a hyperglycemic event, while not wearing a dexcom sensor, since it had been removed after it failed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event. As this event has now been deemed not reportable.

Event description:
It was reported that a sensor failure was reported. The sensor was inserted into the abdomen. Date of event is an approximation. The patient was sleeping, woke up and was experiencing headache and feeling weak. They took a bg (blood glucose) reading which was 543 mg/dl and there were no cgm (continuous glucose monitor) readings as the sensor failed. The patient´s mother took the patient to the hospital. At the hospital they took a bg reading (no value) and treated the patient with insulin and fluids. The patient was admitted to the ICU (intensive care unit). At the time of the event, the patient was still at the hospital but felt better. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information b3: date of event-additional information h2 type of follow up: additional information.